Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124577. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had high impedance on one lead. Investigation was unable to identify which lead attributed to the issue. During surgical intervention to address the issue, patient lost motor in the right leg and a laminectomy was performed which resolved the issue. The entire system was explanted as a result.